Event description:
The consumer's daughter states she was disassembling her mother's scooter and as she pulled the pin at the seat, her thumb allegedly became stuck for 10 minutes. This allegedly resulted in a piece of bone being broken from the upper joint of her thumb, requiring surgery.

Manufacturer narrative:
User reportedly was disassembling their scooter and caught their thumb in a pin on the seat of the scooter. The scooter is able to be disassembled for transport. Current user guide was reviewed. The seat lifts off the device from a release lever on the base of the seat. The pin is then removed to remove the seat post. There is no history of such events. This is an isolated event. Scooter remains in use. Nature of complaint suggest user disassembly error. Proper disassembly methods were review with user. Device remains in use, no malfunction alleged. MDR filed based on alleged injury.